Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on 2017-feb-03 from the manufacturer¿s representative (rep). It was reported that the ¿scheduled surgery¿ that the rep reported attending prior to seeing this patient involved a different patient having a normal pump replacement surgery. It was also reported that the cause of the motor stall remains unknown and the patient has not had the problem since.

Manufacturer narrative:
Updated to reflect the patient's surgical pump replacement scheduled to occur on (B)(6) 2017.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp) via the manufacturer¿s representative on (B)(6) 2017. It was reported that the patient¿s pump would be replaced on (B)(6) 2017. According to the hcp, the patient had experienced another motor stall. It was planned that the pump would be returned for analysis.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork. The pump logs were provided and showed the pump was in minimum rate mode. A motor stall occurred on (B)(6) 2017 at 10:04 and recovered on (B)(6) 2017 at 12:16. A motor stall also occurred on (B)(6) 2017 at 14:11 and ¿stopped pump period may exceed tube set¿ occurred on (B)(6) 2017 at 14:11. The stall recovered on (B)(6) 2017 at 01:58. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving 25 mg/ml of morphine at 11 mg/day, 8 mg/ml of bupivacaine at 3.52 mg/day, and 100 mcg/ml of fentanyl at 44 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2017, it was reported that the day prior, (B)(6) 2017, the patient reported that their pump was alarming. On (B)(6) 2017, the pump was interrogated and a motor stall was noted on (B)(6) 2017 at 10:02. No environmental/external/patient factors were reported. The pump was put at simple continuous rate with 4.996 mg/day of morphine rather than 11 mg/day. The patient did not report withdrawal symptoms, but the hcp noted that the patient had oral medication to take as needed. On 2017-jan-13, it was reported that the pump was again interrogated and the logs showed a motor stall recovery on (B)(6) 2017 at 13:02. The patient was reported as doing well and ¿feeling better¿. The daily dose as not changed. No surgery was scheduled to replace the pump, but the patient would continue to be monitored.